Event description:
It was reported that the device displayed a canister full alarm when the canister was not full. No further information is available.

Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause may include blockage or damaged component. No batch/lot number has been provided, therefore a review of the device history has not been possible, complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.